Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that during device testing after implant, the "left lead flat lined" and the patient has been experiencing a "little shortness of breath, but it is not constant." The patient is concerned the device "may not be working." The patient was encouraged to talk with the physician about the concerns. The left ventricular lead and device remain in use. No further patient complications have been reported as a result of this event. It was later reported that the patient has since been seen in the clinic twice and the lead and device are functioning normally. The clinician reported that the "flat line" may have been observed by the patient when no electrodes were attached and the clinician was changing the electrogram (egm) channel.

Event description:
It was reported by the patient that during device testing after implant, the "left lead flat lined" and the patient has been experiencing a "little shortness of breath, but it is not constant." The patient is concerned the device "may not be working." The patient was encouraged to talk with the physician about the concerns. The left ventricular lead and device remain in use. No further patient complications have been reported as a result of this event.